Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. However, the complainant reported the device was not used past its expiry date. (B)(4). A fully constrained wallflex biliary rx uncovered stent and delivery system was received for analysis. Visual examination of the returned device found the outer sheath was kinked at the guidewire access sheath (gas). The inner shaft was exiting at the gas and was broken. Functional evaluation found it was not possible to deploy the stent using the delivery system as received, however, it was possible to manually deploy the stent. There were no issues noted with the stent and no other issues were noted with the device. The noted damages to the returned device were consistent with excessive force being applied during device usage and are likely due to anatomical or procedural factors, which limited the performance of the device. Therefore, the most probable root cause for this complaint is operational context.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx uncovered stent was to be used to treat a 85mm stenosis in the lower bile duct during a stent placement procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the physician started deploying the stent but the stent failed to deploy. The delivery system was removed from the patient. The physician tried to deploy the stent outside the patient and found no issues during this attempt. The physician reinserted the delivery system and attempted to deploy the stent inside the patient but the stent still failed to deploy. The procedure was completed with a different device. There were no patient complications reported as a result of this event and the patient¿s condition at the conclusion of the procedure was reported to be ¿no injury¿. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the inner shaft was detached.